Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to herself. She is female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted (no details were provided). Consumer stated that she was calling about the essure. She had high nickel content in her blood and was interested in treatment of the nickel in the blood. She has gone to another doctor, and gave an order of blood test for nickel. In (B)(6) 2015, the nickel level in her blood was 3.1. Another test was done in (B)(6) 2015 but they did not have the results. Eight months ago, in (B)(6) 2014, she had the autoimmune disease, it went after the nickel, then after her. It was triggered by something she was allergic to. Consumer reported that has had 5 autoimmune diseases, it was hereditary. First she had nickel rash, then rheumatoid arthritis. Her joints started swelling, and fibromyalgia. It was all diagnosed by the rheumatologist. She had chronic fatigue syndrome, meniere's syndrome, ears ringing and screeching. She could not remember all of them. She also had spasms and cramping on her hands and feet. After seeing in the news about essure, she just wanted to report it. On a date not reported, the consumer had the essure removed. She would like to have plasmapheresis, chelating therapy. No additional information was provided. Follow up information received on (B)(6) 2015 from consumer: she contacts the company and made a comment about afraid of litigation. This case will be considered potential legal case. Follow-up received on (B)(6) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(6) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, potential legal and spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced high nickel content in her blood (nickel level in her blood was 3.1). This event was considered serious due to medical importance and is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no medical history about nickel allergy before inserting essure was reported. She had the essure removed. Considering a positive temporal relationship between this event and suspect insert, a causal relationship cannot be excluded. This case was regarded as incident due to removal of essure. Additionally, other serious events (unrelated to essure) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
Follow-up from 02 oct 2015: the required number of follow-up attempts have been completed, with no response to date.